Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys hcg + beta test system(b-hcg) results for 2 patient samples that were tested on a cobas 6000 e 601 module that were not matching patients' clinical pictures. Patient 1 initial b-hcg result was 78.77 miu/ml. The initial result was released outside of the laboratory, but the physician believed the result did not match the patient's clinical picture as the patient was not pregnant. On (B)(6) 2018 a new sample was taken from patient 1 and the b-hcg result of this sample was 0.100 miu/ml with a data flag. Patient 2 initial b-hcg result was 36.84 miu/ml. The initial result was released outside of the laboratory, but the physician believed the result did not match the patient's clinical picture as the patient was not pregnant. On (B)(6) 2018 a new sample was taken from patient 2 and the b-hcg result of this sample was 0.262 miu/ml. Patient 2 is a (B)(6) female with a date of birth of (B)(6). The customer stated that the second samples for both patients were retested and they got negative results. Specific data was not provided. There was no allegation of an adverse event. The results for both controls were acceptable. The b-hcg reagent lot was 28429201 with an expiration date of 28-feb-2019. The field engineering specialist was not able to detect any problems. Analysis of the analyzer alarm history gave no indication of an issue. The customer stated that after the replacement of the sample probe, that they are not having any further problems. A general reagent issue could likely be excluded based on qc data provided. The investigation is currently ongoing.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.